Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented after receiving shocks. This implantable cardioverter defibrillator (ICD) was interrogated and found the patient had several ventricular episodes and atrial tachy response (atr) episodes. One episode showed the patient received 8 inappropriate shocks that were due to atrial fibrillation with rapid ventricular response. At this time, the system remains in service and there have been no adverse patient effects reported.